Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that during the primary total knee arthroplasty, the surgical technique was utilized and there was only a 2 minute delay in the surgery in order to retrieve and replace the broken pins. The surgery was completed with a second device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by that the quick release drill bit snapped whilst being used in the patient's femur. Both parts of the broken drill bit were removed from the bone and removed from the sterile field. Both pieces are intact - the surgeon was happy that no pieces of broken drill bit left in the patient's bone. The broken drill bit was returned to decontamination unit with set. Attempts have been made and no further information has been provided.